Event description:
The customer's neighbor reported via telephone call that the customer had a high blood glucose of 564 mg/dl. The customer was not hospitalized. The customer was vomiting and had high ketones and was treated with manual injection. The drive support cap appeared normal and recessed. No leaks or air bubbles were found. The insulin was not cloudy or expired and there was no soreness or irritation at the insertion site. The customer's neighbor was advised to remove the infusion set and stated that the cannula was bent at a 90 degree angle. The neighbor was advised that a bent cannula may interfere with the amount of insulin delivered. The bolus and basal settings were correct and the insulin pump passed the high pressure test. The bolus history displayed all entries based on recollection. It was advised that the customer follow up with a health care practitioner regarding high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.